Event description:
The reusable impactor head broke during surgery at the point where the instrument connects to the impactor handle. Surgery was completed.

Manufacturer narrative:
The reusable impactor head broke during surgery at the point where the instrument connects to the impactor handle. Surgery was completed. Review of inspection records for the affected lot of material indicate that the device was manufactured to spec.